Manufacturer narrative:
Section d4: expiration date was inadvertently added in initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event of a damaged connector and battery cover was confirmed with the reference photos of the mobile power unit (serial # (B)(6)). The provided reference photos captured the separation of the sleeve around the connector and stress fractures along edge of the battery cover. A root cause of the sleeve separation and stress fractures on the battery cover could not be determined during the evaluation. Repair and preventative maintenance were performed. Performed all tests as per procedure, which passed all testing. The mobile power unit was returned to the rental pool. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit (serial # (B)(6)) was shipped on 10jun2016. It was noted mobile power unit is a rental unit. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the rubber encasing in the patient cable was loose and the battery door had small cracks.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Reporter address line 1: (B)(6).